Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported stretched coils were confirmed. The tip was intact with the core; therefore, the reported break on the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation did not confirm the reported break although the reported stretched coils appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use the traverse guide wire tip was found to be frayed or unraveled in the section just before the soft tip. There was no patient involvement. No additional information was provided.